Event description:
Reportedly, this is the third of three events learned from a presentation paper given at an academy in (B) (6) in (B) (6) 2010. The paper compared between magna and standard tissue valves on post operative pressure gradient, and concluded that magna did not have any special advantage. Also, they insisted that magna had a potential for complication of difficulty in weaning from cardiopulmonary bypass because of coronary artery trouble.

Manufacturer narrative:
The complete translation of this report is to be provided by our (B) (4) support. Of the 3 events, all that is known is that all 3 were female, (B) (6) and all were implanted with the size 19mm magna valve. We have no information about exact device used, date of the event or details on the patient and primary cause for implant. One of the patients has expired due to left ventricle rupture (see MDR 2015691-2010-12947). No device is being returned for evaluation. There has been no report of the device having been explanted and no DHR review can be done without the serial number. Since little is known of the model number except for the size, the 300019mm is being used. This information will be corrected if and when the exact model is known. (B) (4). On 24 feb 2010, additional information: all models were 300019mm. The primary reason for implant was aortic stenosis in all 3 cases. On 03/01/2010, received and forwarded complete copy of translated paper to complaint team. The surgeon's name and hospital location was not provided. Journal reference number was not translated; however, this information has been requested. Device not returned for evaluation. This was determined reportable per edwards lifesciences procedures.